Event description:
Customer complained of the following discrepant result for a pt: (B)(6) 2010, inratio: 1.2, lab: 1.8 (results 1 hour apart). Pt is on antibiotics.

Manufacturer narrative:
Investigation pending.